Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the entire product is returned. The sheath and introducer are returned separately in the package. Investigation of the returned product found an excessive penetration ~33.5 cm measured distally. Two primary filter legs stick out from the penetration site and their "leaves" are curled up at the penetration site as well. There are two kinks in the sheath (~10 mm. Proximally from the penetration site and ~9.5 cm. From the distal end). The red unlock button is not loosened at the introducer. The grasping hook cannot be ejected as it has taken root. Therefore, the introducer is cut to loosen the hook. The hook is pulled out of shape. This is consistent with the description and that the red lock-button is not pressed. The root cause for the reported event is likely a difficult approach in the patient (eg. Tortuous anatomy). Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the sheath was advanced from the right jugular vein and placed at the point where the sheath tip positioned just below the renal veins. Angiography shows no problem at that time. When advancing the filter introducer into the sheath, the physician encountered strong resistance near the right claviculae. Therefore, he repeated the movement of advancing and retracting the introducer a few times to advance the introducer further though, the introducer got stuck inside the sheath with strong resistance. Since the filter legs appeared to be outside of the sheath under fluoroscopic guidance, the introducer was removed from the sheath, then the sheath with the filter detached from the introducer was removed from the patient. The procedure was completed with gunther femoral approach. Patient outcome: there have been no adverse effects to the patient reported.